Event description:
After this device was implanted, the svc continuity test was performed and the result was open. During the implant the test was performed and was normal. Therefore, the pocket was re-opened to tighten down the svc setscrew. After this was performed, the continuity test was normal and the device remains implanted.